Event description:
Per the clinic, the patient underwent fluid drainage and hematoma removal under general anaesthetic on (B)(6) 2026. The implanted device remains.

Event description:
Per the clinic, the patient experienced poor device retention due to increased soft and fatty tissue around the coil and neck area. Subsequently, the patient underwent a skin revision surgery, including soft tissue reduction and bone thinning, under general anesthesia on (B)(6) 2026. The implanted device remains.